Event description:
Customer complaint of low blood glucose results. Customer states fasting results are around 95-100 mg/dl. Performed blood test this morning with a result of 62 mg/dl (fasting). Results in memory are 109 mg/dl, 79 mg/dl (fasting), 125 mg/dl, 67 mg/dl fasting), 195 mg/dl, 49 mg/dl (fasting), and 62 mg/dl (fasting). No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).